Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was a low draw. There was no report of patient impact. The following information was provided by the initial reporter: customer states vacuum is low.

Manufacturer narrative:
H.6. Investigation summary: no customer samples and no photos were received in support of this complaint from catalog 367861, lot number 2109080. The 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure modes of underfill based on the investigation completed. The defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was a low draw. There was no report of patient impact. The following information was provided by the initial reporter: customer states vacuum is low.